Manufacturer narrative:
(B)(4).

Event description:
The patient had 2 leads implanted with the same lot number. It was reported the patient's entire scs system was explanted due to ineffective stimulation.